Event description:
At about 1 month from primary, the patient came in due to an infection the surgeon performed a washout and poly swap. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15-jan-2026 lot 2402558: (B)(4) items manufactured and released on 13-mar-2024. Expiration date: 2029-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available, no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.